Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician direct stented a taxus liberte' drug eluting stent, unk size, to the 75% stenosed lesion located in the highly calcified right coronary artery (rca). The physician then attempted to place a liberte' 3.5x12mm drug eluting stent, but was unable to cross the previously placed stent. It was decided to pull the 3.5x12mm stent back into the highly calcified area and deploy it as the ostium, but the stent dislodged and migrated to the proximal rca and was deployed successfully there. Another taxus liberte' 4.5mm stent was then successfully deployed to the ostium. No pt complications were reported. Pt status post procedure is noted as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.